Manufacturer narrative:
A1 - patient identifier, a3a - sex, b3 - date of event, b5 - describe event or problem: additional information.

Event description:
Additional information was received informing that the issue occurred while in use with the patient. The event resulted in a delay in the patient's therapy, and the pump was swapped out.

Manufacturer narrative:
One device was returned for analysis. The event history log was reviewed and there are no errors related to the customer complaint. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual and functional testing was performed. The downstream occlusion (dso) seal was degraded. Complaint that device does not recognize cassette was replicated during functional testing. The dso sensor, dso seal and flex circuit were placed to address this issue.

Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was not recognizing the attached bag and because of this there was no infusion. There was unknown patient involvement, and unknown signs or symptoms experienced.